Event description:
Patient in surgery approx 15 minutes. Cst noted small burn to drape, review reveals blackened area on pt's right anterior thigh. The exterior insulation around the bovie was damaged. The exposed wire became the shortest way to ground to the pt. The esu did not alarm. Area of approximately 1" x 3/8" eschar excised by m.d. During procedure, with no other problems for pt.